Event description:
The central line kit wire shredded upon insertion. The clinician removed the wire and another line was later inserted by a different clinician. The lot was removed and returned to the rep. We have had multiple failures with many patients. The hospital has since switched central line kit manufacturers. No patients suffered any adverse effects.